Event description:
A report was received that the patient was experiencing discomfort at the pocket site as the ipg had shifted in the pocket. The patient underwent a pocket revision and was doing well following the procedure.